Manufacturer narrative:
Initial reporter country - corrected. Combination product? - corrected.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.